Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease of the left mca (middle cerebral artery) with a device under hde (humanitarian device exemption) designation. The pre-procedure stenosis was not documented and is unk. Pre-dilation with a balloon was performed and the subject device (stent under hde designation) was implanted without incident. Residual stenosis was not documented and is unk. "There were no complications observed during the procedure". Hours after the procedure was completed, the "...patient had a subarachnoid hemorrhage in late 2005..." The "event resolved (date not documented) without residual deficits. Patient discharged home 6 days post procedure."

Manufacturer narrative:
Other: subject device was placed without incident, as there were no complications during the procedure. This was an off-label usage of the subject device because the recommended balloon (per the directions for use) for the subject device was not used. Follow up requests for additional information have not been successful to date. The reported adverse event is documented in the device directions for use. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there was no device failure. Because the device remains implanted, no evaluation will be performed.